Manufacturer narrative:
It was reported that a patient underwent placement of a optease retrievable vena cava filter. The information provided indicated that the device caused severe and persistent chest pain and shortness of breath. The patient has also reported that the filter was unable to be retrieved although there have been no attempts to remove the filter. The patient has experienced anxiety, panic and depression and blood clots and occlusion of the inferior vena cava (ivc). There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of retrieval difficulty, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Chest pain, anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. After further review of additional information received the following sections have been updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile short form, the patient reported blood clots and occlusion of the inferior vena cava (ivc). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15435039) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease retrievable vena cava filter. The device, inter alia, caused severe and persistent chest pain and shortness of breath. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the patient¿s filter was unable to be retrieved although there have been no attempts to remove the filter. The patient reports to suffer from anxiety, panic and depression.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease retrievable vena cava filter. The indication for the placement was bilateral pulmonary emboli. According to the information received the device, inter alia, caused severe and persistent chest pain and shortness of breath and as a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The information provided indicates that the filter was unable to be retrieved; however, the documentation provided indicates that there were no attempts made at retrieval of the device. The information indicates that the patient reports to suffer from anxiety, panic and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. With the limited information provided it is not possible to determine a relationship between the reported events and the device. Without images or procedural films for review, no device malfunction could be confirmed, and no specific malfunction was reported. Clinical factors that can influence retrieval difficulty include patient, pharmacological and lesion characteristics. Anxiety, shortness of breath and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.